Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. The patient¿s medical history includes fibromyalgia. It was reported that the patient has been having difficulty charging the implantable neurostimulator. On the day of the report, the manufacturer representative was able to get the device to start charging after using the antenna locate feature; however, they were only able to get up to 58-62 and only two black bars on the charging screen which was often dropping to 0 bars. Contributing factors to this were noted to be that the patient¿s weight at the time of the implant surgery was 149 pounds and their current weight is approximately 180-190 pounds. The patient has also fallen approximately three times since surgery with no injury. The manufacturer representative stayed with the patient to complete a partial charging session, and they were also able to clear the power on reset message, assess the implantable neurostimulator, and run a lead impedance check. The patient is scheduled for a surgical consult on (B)(6) 2019. The patient¿s lead placement tip is at t8 per the np report. The issue has not been resolved at the time of the report. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she couldn¿t charge the implant and was seeing the reposition antenna/poor communication screen. The patient stated she typically charges every two weeks and last charged on 29-oct with no problems. The patient noted that on 7-nov she felt the stimulation zipping on and off and acting like crazy which she had never felt before. The next day she tried charging and couldn¿t connect. There were no falls, traumas or recent medical procedures related to the issue. The patient was directed to follow-up with their healthcare provider. The indication for use was spinal pain.